Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are responding intermittently. There was evidence of keypad contamination found under all button key contacts. It was observed that all key contacts are misaligned.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have not been responding properly for the past month. She noted that the buttons do not always click and spring back when pressed. The family member confirmed that the keypad is intact; denied exposing the pump to water; and stated that the pt wears the pump clipped to her waist.